Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was returned incomplete and could not be functionally tested. The paddle electrodes are damaged and some missing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B) (6) 2009 including an ipg and paddle lead. It was reported that the lead had migrated. It was also reported that the patient was experiencing nerve root irritation and radicular pain. The patient requested a system explant rather than have the lead repositioned. The physician explanted the devices on (B) (6) 2009. The explanted devices were returned to ans for evaluation. Follow up on the patient found no further issues reported.